Event description:
A complaint was received of the adc device no longer turning on by button or test strip insertion. As a result, the customer experienced hypoglycemia symptoms described as jitteriness and had a loss of consciousness. The customer was brought to the emergency room and received unspecified intravenous fluids for the treatment of hypoglycemia, and customer further reported using "insulin 500". No further information was provided. Please note the treatment of insulin is inconsistent with the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.